Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the surgeon was unable to move wrist/jaws back to a straight position. The surgeon attempted to remove the instrument but could not. Technical support was called and the technical support engineer (tse) instructed the team to use the instrument release kit, however, it would not completely straighten the jaws for removal. The instrument was able to be removed through with the cannula with no injury to the patient. Upon further inspection, it was noted that the pulley/cable had broken. The surgeon and assistant performed a thorough search of the patient's abdomen for any broken or fallen pieces, but were unable to find anything. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the instrument was inspected before the procedure with no issues. The customer was able to use the instrument for the full case without any issues until trying to remove it at the end of the case. The customer noticed full cable breakage and the black insulation did not appear to have been stripped or damaged other than the break. The cautery was not needed or used.

Manufacturer narrative:
Isi received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the instrument was found to have the main tube broken. A piece measuring approximately 0.153¿ x 0.303¿ was not returned with the instrument. The main tube and distal tip remained intact due to the cables all being undamaged. However, the instrument cannot be placed on an in-house system for any functional testing due to the inability to feed through the cannula. The root cause of broken instrument main tube is typically attributed to mishandling/misuse. Additionally, the instrument was found to have a broken conductor wire at the yaw pulley on the distal end. The conductor wire was completely broken at the grip-crimp location. The instrument failed the electrical continuity test. No insulation damage was found. No signs of thermal damage were observed. No cables exhibited any signs of fraying or breakage. The housing was removed from the back end, no damage was observed. The root cause for the broken conductor wire is attributed to a component failure. A review of the instrument log for the fenestrated bipolar forceps (471205-17/k10220314 0044) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system sk0822. The device has 5 uses remaining after last use. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument broke and it was unknown if a fragment fell inside the patient as a result. No fragments were identified when the patient's anatomy was visually checked. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.